Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystoscopy. The patient underwent cystoscopy with bladder hydrodistention, bladder biopsy, trigone fulguration, and urethral dilation on (B)(6) 2013 due to interstitial cystitis.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic nissen fundoplication and hiatal hernia repair on (B)(6) 2006 due to gerd with hiatal hernia. It was reported that the patient underwent diagnostic laparoscopy, lso and appendectomy on (B)(6) 2013.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, intrinsic sphincter deficiency and interstitial cystitis and mesh was implanted. It was reported that post insertion,the patient experienced pain, infection, dyspareunia and bowel problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient urgency and frequency.

Event description:
It was reported that following insertion patient urgency and frequency.